Event description:
Pt was revised to address infection.

Manufacturer narrative:
No product was returned. Review of the sterilization certificate did not reveal any anomalies. A search of the complaint database did not show any other reports against the provided product/lot code combination. The investigation could not draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.